Event description:
A surgeon reported, "a lot" of pts who developed keratitis two to three weeks following intraocular lens (iol) implant surgeries. He reported that one pt (no identifiers) has "ongoing issues with unresolved symptoms." The surgeon reported, he does not know the source but does not blame any of this manufacturer's products used in surgeries. Additional info has been requested. There are two medical device reports associated with this event. This report is for "a lot" of pts (for which the surgeon implied that event has resolved).

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 10/18/2010, 10/19/2010, and 11/02/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).